Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh), in cuff closure, the needle of the device broke when suturing the vaginal cuff. This left an approximately four millimeters remnant within the vaginal tissue. The surgeon was able to grab the broken piece using a laparoscopic maryland forcep. The surgeon closed the vaginal cuff transvaginally and an x-ray was performed to confirm no component was left in the patient. The surgical time was extended for more than thirty minutes due to laparoscopic exploration and cuff closure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.